Event description:
It was reported that during a laparoscopic varicocelectomy in uro procedure, the vessel's size was around 2 mm. The clip was locked after firing and the doctor pulled the handle several times strongly. The body's jaw was out from the vessel and still closed. The doctor finished the case well with another clip. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.